Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three photos of two devices and one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. Three photos and one instrument were received for evaluation. Photo one depicts the tyvek from two different lots; p2j1020x, 2017-09 and j3g0230x, 2018-07. Photo two depicts the distal end of two ports; one with good flanges and the other with damaged flanges. Photo three depicts a close up of the damaged port flanges. Visual inspection of the instrument confirmed the flanges were damaged. The condition of the instrument precludes functional testing. The investigation revealed that the reported condition could not have originated during or prior to the sima assembly process. All 5.5mm short secondary port products are submitted to 100% visual and functional tests where the failure mode reported can be detected. However, further evaluation determined that if the units are exposed to higher limits of gamma irradiation this could influence with the weakness of the anchor tabs and during the use of the devices, they eventually could cede and break. Subsequently, the complaint data did display an increased trend. A manufacturing enhancement has been generated to address the higher limits of gamma irradiation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. The spiked trocar was received. The circular seal was intact. The envelope seal was intact. Visual examination of each devices noted the anchor tabs were broken. The investigation has concluded that the anchor tabs will not break when the device is used in accordance with the IFU (instructions for use). However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. This is concluded to be a user error. Penetration and removal of the device requires that the anchor tabs are in the closed position. As a preventive measure to decrease the incidence of the tabs breaking if the user exposed the device to penetration and fixation forces with the anchor tabs inappropriately in the open position, the method of sterilization for this device was changed from gamma radiation to an ethylene oxide process. Visual examination of the returned samples confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken anchor tabs. A preventive measure has been generated to address the breakage of the flanges. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture the file will be closed a user error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Procedure: endoscopic exploration of biliary (cbd). According to the reporter: the pediport cracked and the broken device has not been retrieved as it can&#39;t be found in patient body or outside patient body. (B)(4).